Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the patient effect. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and restenosis, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary procedure with implantation of a 3.5 x 15 mm xience alpine stent in the mid right coronary artery (rca). On (B)(6) 2015, the patient experienced angina and was re-hospitalized. A cardiac catheterization was performed on (B)(6) 2015 and 90% stenosis was noted in the distal rca just distal to the implanted xience alpine stent. Angioplasty was performed and a 3.5 x 15 mm xience alpine was implanted, overlapping the distal edge of the original xience alpine stent. The event resolved on (B)(6) 2015. No additional information was provided.